Event description:
A medtronic representative reported that the three colors of spine instruments were registered after taking the images using the imaging system. The spine instruments were connected to a powered device to register for the calibration. The verification of accuracy was confirmed using the anatomical view. The navigation screen was switched to the trajectory view and found that the tip of the powered device was shown about 10mm below the center of the screen. The hide projection was switched to show as cylinder and switched back to the hide projection; the screen then appeared as it should be. The surgery was continued using the navigation system and completed without delay or impact to the patient.

Manufacturer narrative:
Patient identifier and weight were unavailable from the site. The software investigation found that the reported event was related to a software issue. This issue was addressed in the newest version of software which incorporated a fix for this anomaly.